Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The pop off valve, bellows, and bellows base were replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functional. There was no reported patient injury.